Manufacturer narrative:
Date of event: the exact date of the event is unknown, therefore the start date of v.a.c.® therapy, (B)(6) 2021, was utilized. Other c(ode unspecified, describe in additional MFR narrative): the v.a.c.® dressing identifier was not provided and the dressing was not returned;; therefore, neither a device evaluation nor a device history record review could be performed. Based on information provided, it cannot be determined that the alleged fall and subsequent stitches are related to the v.a.c.® dressing . Multiple attempts were made to obtain additional clinical and device information. The patient stated putting the v.a.c.® tubing under his pants, resolved the tripping issue. Device labeling, available in print and online, states: carrying case use the adjustable strap to wear the carrying case across your chest. Keep the therapy unit in the carrying case when in use. Tubing storage straps are provided. Fall prevention tips follow these safety tips to help prevent slips or falls while using the v.a.c.® therapy system: · know your surroundings. Avoid possible tripping hazards, such as throw rugs, extension cords, and uneven floors. · safely store and secure any excess power cord and tubing to prevent tripping. See the therapy unit user manual for how to properly secure tubing. · be cautious of door knobs and other household objects that could catch exposed tubing.

Event description:
On 15-oct-2021, the following information was reported to kci by the patient: during the first week of utilizing v.a.c.® therapy, the patient went to the emergency room allegedly due to tripping over the v.a.c.® tubing, hit his head on the baseboard and required stitches. No additional information was provided. The v.a.c.® dressing identifier was not provided and the product was not returned; therefore, neither a device evaluation nor a device history record review could be performed.